Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a suspected perforation of the septal wall. The day after implant, no capture in unipolar, no sensing, and impedance of 300 ohms. The lead had been placed in the apex after determining that to be the best location. The physician choose to replace the rv lead with an lv lead based on the patient's poor cardiac tissue. No further patient complications have been reported as a result of this event.